Event description:
4mm torpedo was used per shaver device during right knee arthroscopy surgery. A metal fragment broke off torpedo when used in the knee. Metal fragment was retrieved from knee and saved. Metal fragment and torpedo were removed from sterile field. Xray with mini c-arm was used to view knee for more fragments. No other fragments were found.